Manufacturer narrative:
Device evaluation by manufacturer: the returned device consists of embold fibered with the coil in the delivery sheath and the perforations intact. The device was examined visually and microscopically to reveal a stretched coil in the delivery sheath and coil separated from the coupler.

Event description:
Reportable based on device analysis completed on 24jun2025. It was reported that premature deployment occurred. The non-stenosed target lesion was located in a severely tortuous and mildly calcified internal iliac artery. An embold fibered 10x50 was selected to treat an aortic aneurysm. There was resistance when inserting the coil, so it was withdrawn and flushed with saline once. Then it was reinserted, but the resistance did not resolve. The coil was removed with the breakthrough 2marker microcatheter and checked, and it had appeared to be detached within the middle part of the microcatheter. The procedure was then completed with a different model. There were no patient complications as a result of this event. However, device analysis revealed a coil break.